Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-00879 / 00880). The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent a revision retrograde femoral nailing procedure on (B)(6) 2011. During the procedure, a femoral connecting bolt was attempted for use with the nail and jig when it became disengaged from the nail. It was noted to be fractured. A second connecting bolt was attempted for use with the same result. It was additionally reported that the inserter connector fractured during removal of one of the implanted screws. The surgeon completed the procedure utilizing competitor product. A delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Evaluation of returned devices found evidence of fracture due to torsional overload. (B)(4).